Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain indications. It was reported that the patient's communicator did not want to charge. The micro usb cord would not stay in the charging port and the patient had to sit there and hold it and let it charge because if they sat it down it would quit charging. The patient tried a new cord but had same issue. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.